Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3.2 drawer board faulty, along with the d501 dial. A field service engineer replaced the drawer controller board to resolve and customer confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen had appeared blank and the user had been unable to power it back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.